Event description:
It was reported to physio-control that the customer's device failed during the user test. A third-party service agent observed a failure of the device's therapy connector. The device would not be able to provide defibrillation therapy if required. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported failure. The third-party service agent replaced the device's therapy connector. Proper device operation was then observed through functional and performance testing. After repair, the device was returned to the customer for use.